Event description:
Pt had breast implants implanted in 5/81. She was told by two drs that they were perfectly safe. She has been having medical problems for the last ten yrs but the drs could not find any physical evidence of her problems. She finally began to think the problems were all in her head. She complains of headaches, joint pain, fatigue, lack of energy, memory problems, inability to concentrate, panic attacks, mood swings, vision changes, poor circulation in her extremities, edema, nightmares, pain, abdominal cramps, diarrhea, abdominal pain, low grade fevers, decrease in blood pressure, urinary urgency, eczema in ears, neck rash, pruritus, sun and cold sensitivity and vaginal bleeding.